Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly to b1 interface board. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump was dropped onto a tile floor, and now the insulin pump has a blank display screen. Customer's blood glucose level at the time 94 mg/dl. Advised insulin pump would be replaced. No further info was provided.